Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-1464, 1627487-2012-1465, 1627487-2012-1467. It was reported the patient is experiencing pain on her right side when the stimulation is turned on. Her physician gave her a lidoderm patch, but it is not resolving the pain. The patient was advised to contact her physician. She is also experiencing heating while recharging. The patient recharges for about 1 hour at a time and feels warmth after 20-30 minutes. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.